Event description:
Additional information received from a clinical specialist noted the cause of the stimulator turning off to be the programming was high density, rate at 780 hz. Programming was changed to conventional to try to increase charging duration. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the therapy was turning off by itself. Stimulation turned off on the day of report and now they cannot turn stimulation back on. The patient reported that this had been happening for the past two weeks. It was reported that the issue had been happening every 4-5 days that they lose stimulation. The stimulator would show the implantable neurostimulator (ins) off and no charge in the ins battery. The patient reported that they charged the battery to full 2 days prior and stimulation turned off on the day of the report. It was reported that it took 4 hours that day to get the ins charged. They were not sure if it was a result of an overdischarge battery or if the ins was fully depleted. The patient was already charging at 8 coupling bars during the report. It was reported that it was a sudden change in therapy/symptoms. No medical symptoms were reported. Relevant medical history includes chronic low back pain and spinal pain.